Event description:
It was reported that during a scheduled removal of the ureteral stent, unusual resistance was noted. When the stent was pulled out of the patient, a knot was found in the stent coil in the kidney end. No further complications were reported and no additional intervention was required.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The product consists of a pellethane material which softens greater than 40% after placement in the body. If the physician measures the ureter length incorrectly and/or chooses an incorrect length of stent, the extra length left in either the bladder or kidney end could facilitate some intertwining of the loop especially after multiple eswl treatments and, with force exerted upon removal through the renal pelvis, could actually tie or tighten into a knot. The doctor's technique is extremely important to the ureteral stent placement beginning with the proper measurement of the ureter and the determination by visualization of the stent marker bands as to how much of the coils are left in the kidney and bladder. The investigation could not relate the reported issue to the manufacturing process, however, without a sample to evaluate, no exact conclusions can be made. Baseline report previously filed.